Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure while conducting dft testing the device was unable to convert the patients ventricular fibrillation (vf) multiple times and the patient needed to be externally cardioverted multiple times. It was discovered the patient was pulseless electrical activity (pea) and had tamponade and CPR needed to be performed on the patient. The patient was taken to the o.r. To have a pericardial window procedure performed. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.